Event description:
Medical records alleges pain, adhesion and heterotropic ossification of the patella tendon.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update (B)(6) 2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : no device associated with this report was received for examination. A review of the device manufacturing records (DHR) was performed as part of this investigation. A full review of the DHR and oms history was completed for lot 8053948. There was no in process deviations found that could be linked to the complaint failure mode while the parts were being manufactured. Therefore, this complaint was deemed non- verifiable through the device history record review. No further action is required. Please see the attached report for those results.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial subsidence and loosening of the tibial component occurred at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2016 ; dor: (B)(6) 2017 ; left knee.